Event description:
Legal papers state plaintiff had first surgery for avascular necrosis and implanted with a kirschner prosthesis. Kirshner prosthesis was revised due to loosening. Revised again for poly wear in the right hip. Later revised for multiple dislocations. The doctor noted "significant impingement" of the femoral head with "impingement of the femoral component trunion into the posterior lip of the acetabulum."